Manufacturer narrative:
Device not returned

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.